Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the damage to the reamer head is attributed to the design issue for the ria shaft as the damage occurred at the two devices interfaced. There were two small shards of metal that sheared off the reamer head shaft where it interfaces the ria shaft. The remaining portion of the hex drive recess on the reamer head was damaged by the worn ria shaft. The complaint on the reamer head is invalid because it was damaged by the worn ria shaft. Additional information: additional product code for this report includes hrx corrected information: change from rm to si . Placeholder.

Event description:
During a hindfoot arthrodesis procedure, the ria head broke into small shards and the ria shaft broke at the head attachment point, while drilling into the tibial talar joint. Each metal shard was removed intraoperatively. A replacement reamer was used to complete the procedure. Post operative x-rays revealed no foreign bodies remained in the operative site. The procedure was delayed by 30 minutes. This is 2 of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The reamer head and the drive shaft function as concomitant parts. There were 2 small shards of metal that sheared off the reamer head where it interfaces with the drive shaft. The remaining portion of the hex drive recess on the reamer head was damaged by the worn drive shaft. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event. A review of the device history records showed that device conformed to all requirements.